Manufacturer narrative:
(B)(4). The additional MDR was filed for this event because the issue was discovered on two separate luer connections.

Event description:
It is reported this event occurred in the dialysis department. The catheter was in place for six months in the pt's jugular vein. There was leaking noted at the hub connection. When the physician examined the catheter more closely, he found a crack on the luer connection. As a result, the catheter was replaced successfully with a new one. There was no reported delay in treatment. There was no reported pt injury, complication, or death. A second MDR will be filed for this occurrence due to multiple events with the same device. The MDR # is 1036844-2014-00502.